Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and the customer stated that the contacts on the battery cap were missing or damaged. No harm requiring medical intervention was reported. The customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged blank display, battery cap contact missing/damaged and battery cap broken/cracked/damaged found on (B)(6) 2022. Device was not received with original battery cap. Unable to perform the displacement test due to appearance of pump error 43. Device failed the self test due to appearance of pump error 63. Pump failed the sleep current test. Pump passed the active current test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith) due to moisture damage on electric boards. Pump alarmed a pump error 43 during testing on (B)(6)2022 at 11:33:40.000 or 11:33:40 am due to pump alarmed a pump error 63 during testing on (B)(6)2022 at 11:37:07.000 or 11:37:07 am (variable #: 3). Pump was cut open during visual inspection and found a broken trace at pins # 6sda and #1 vdd on the keypad assembly u1 chip. Moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, keypad overlay texture damage, corroded battery tube. Moisture damage was confirmed found on electric boards, motor, keypad flex connector, lithium battery, and force sensor. Blank display was not confirmed during testing. Pump error 43 was confirmed during testing due to moisture damage on the motor and motor home switch. Unable to verify customer's complaint for battery cap cracked/ damaged and battery cap contact missing/damaged. Pump error 63 was confirmed during testing on (B)(6) 2022 at 11:37:07.000 or 11:37:07 am (variable #: 3) due to a broken trace at pins # 6 sda and #1 vdd on the keypad assembly u1 chip. High sleep current measurement was confirmed due to moisture damage on boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.